Event description:
Rptr did back to back blood glucose tests, within 5 mins. Rptr results were 176 and 120mg/dl. Rptr did not have any symptoms. Control testing could not be done due to lack of supplies. No harm was alleged.